Event description:
It was reported that the customer experiences air bubbles in the reservoir. The customer's blood glucose was 174 mg/dl. Advised to deliver a fixed prime until the air bubbles are no loner visible. Advised that the insulin should be stored at room temperature. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.